Manufacturer narrative:
Additional information was received indicating the patient¿s leg was not amputated, and distal pulses were later able to be confirmed and identified with doppler.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery to support the 71-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The cp was placed to vent the primary support device, the extra corporeal membrane oxygenation (ECMO). The patient's medical history was inclusive of coronary artery disease and peripheral arterial disease, along with obesity. The cp was placed and the patient was seen to have an access site bleed from the site. The team had followed best practices at the repositioning sheath delivery and site dressing; however, the access itself was noted be high and above the inguinal ligament. The team infused blood products to treat the patient. On day 2 of the support the team imaged the patient, in the CT suite, and discovered the patient to be suffering from an retroperitoneal bleed. The patient was again infused blood products; in total he received 5 units of red blood cells. The decision was made to remove and escalate to an axillary artery placed impella 5.5. After explant, the groin site was explored. The team determined the repositioning sheath of the cp pump was not reaching the arteriotomy site. The bleed was able to persist. The patient was known to be obese, but exact bmi was not shared, nor was the depth of the tissue tract. The repair of the iliac artery was attempted but failed, as flow could not be restored the iliac was ligated and the team was aware that amputation is a possible outcome. After the 5.5 supported for just over 2 days the team made decision to withdraw care and the patient expired. The death is conservatively being reported on the product due to the inability to conclusively dissociate the product from the patient outcome, though the critical nature of patient being on multiple support devices, presenting in scai stage d, and decision made to withdraw care all are contributing factors.

Manufacturer narrative:
Corrected information was provided in b2 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details.